Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on one patient sample on a dimension exl with lm instrument. The sample was also tested for hemolysis, icterus, lipemia, and creatine kinase, which were flagged by the instrument. The discordant tni result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist has reviewed the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated tni result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.